Event description:
In 2001 during a diagnostic catheterization on a pt with a past medical history of diabetes, the physician attempted to close the arteriotomy using the closer s tsl 6 fr device. A cuff miss occurred and the physician exchanged the device for a new closer s. Closure was successful with the second device. Nine days later, the pt was re-admitted to the hosp with an infection and was given IV antibiotics. There was no vascular repair, and drainage of the wound occurred spontaneously. The pt was feeling much better a week later.